Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint (B)(4).

Event description:
As reported: a 62 year old, male patient presented for an evlt procedure. It was reported that during the procure the guidewire frayed. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was a guidewire in multiple pieces. The returned device was forwarded to angiodynamics' supplier of this product for a device evaluation and root cause determination. The customer's reported complaint description of guidewire unraveled is confirmed. Although the reported event was confirmed, a definitive root cause for the failure could not be determined. The vendor concluded that "at this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported." A review of the angiodynamics' device packaging history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "using standard seldinger technique gain access to the desired vein with the needle and corresponding guidewire. If applicable, use the micro-access introducer to exchange for a larger diameter wire. Advance the 4fr trè-sheath introducer, over the wire, to the treatment location. If treating the great saphenous vein, position sheath tip so that it is 1-2cm below the sapheno-femoral junction. Verify sheath positioning using ultrasound guidance. Remove the dilator and guidewire." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint (B)(4).